Manufacturer narrative:
(B)(4). The evaluation failed to determine a single definitive cause of the customer's current issue. Review of documentation identified no adverse trends in conjunction with the complaint issue currently under evaluation. A deficiency was identified, possibly due to sample or reagent carry-over. Further investigation of this quality issue will be conducted.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete. Concomitant medical products: architect probe ln: 8c94-42.

Event description:
The customer states that one patient generated the following erratic results with the architect total b-hcg assay: ID (B)(4): neat= 2.42, 2.77, 8.03 and 4.29 miu/ml; 1:15 dilution= 164.56 miu/ml. There is no impact to patient management reported.